Event description:
It was reported by the user facility that the tip of a bone biopsy needle broke off and remains in the pt's right femur. It occurred during a procedure on the femur of a pt with osteoid osteosarcoma. The physician drilled through the dense part of the bone tissue and was attempting to obtain a core sample, when the tip of the needle broke off. There are no plans to remove the needle tip. Dr explained to pt that there is no danger of infection, as this is a sterile instrument. The pt is asymptomatic.

Manufacturer narrative:
The lot history records have been reviewed with special attn to the mfg and inspection of this prod and the prod was found to have met all specs prior to shipment. Only the cannula was returned for the sample evaluation. The tip was broken off at the first thread and the broken off segment was missing. The stylet and obturator were not returned. The eval of the sample confirmed that the tip of the cannula was broken off. Based on the eval performed and the info available, the root cause for the cannula fracture could not be determined.